Manufacturer narrative:
The field service engineer (fse) checked the gear pump pressure, checked and cleaned the sonic wash station, and performed system decontamination. The customer performed calibration and qc successfully. The root cause of the event was found to be consistent with pre-analytical sample handling issues. No product problem was identified.

Manufacturer narrative:
The electrode information was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results for 20 patient samples on a cobas pro ise analytical unit. Refer to the attachment to the medwatch for all patient data. The repeat results were deemed correct.